Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was not functional, squealed but would not run and did not secure blade properly. Therefore, the reported condition was confirmed. It was further determined that the electronic motor and electronic control module did not function properly, the locking mechanism components were worn and internal components were corroded. The assignable root cause was determined to be due to improper cleaning and wear on electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device was not functioning and was making a ¿whistling¿ noise. There was an eight minute delay to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.